Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer pst gel and lithium heparinn (lh) blood collection tubes had issues with fibrin strains observed in the top of the plasma after centrifugation.

Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7279881, medical device expiration date: 10/31/2018, device manufacture date: 10/6/2017, medical device lot #: 7279882, medical device expiration date: 10/31/2018, device manufacture date: 10/6/2017. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fibrin with the incident lot was observed. Additionally, evaluation and testing of the customer samples was performed and fibrin was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin with the incident lot was observed. Additionally, evaluation and testing of the customer samples was conducted and fibrin was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.